Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. Lot release records were reviewed and the product lot met all acceptance criteria. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the user had issues with the configuration of the device. There was no patient injury.